Event description:
It was reported that a device was used during a coronary artery bypass graft. The device delivered a steady tone during the case, which the staff was unable to clear. The test tip still gave a steady tone. Another device was used to complete the case. There was no consequence to the patient.